Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled ¿successful mitraclip therapy for atrial functional mitral regurgitation with severe mitral annular calcification.¿

Event description:
This is filed to report recurrent mitral regurgitation. It was reported through a research article; the mitraclip procedure was performed to treat severe functional mitral regurgitation (mr). One clip was implanted without issues, and mr was reduced to mild. One month later, follow-up echocardiogram showed mr was mild to moderate. Details are listed in the attached article, titled ¿successful mitraclip therapy for atrial functional mitral regurgitation with severe mitral annular calcification.¿ please see article for additional information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information was not provided. The reported patient effect of recurrent mitral regurgitation (mr) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported recurrent mr appears to have been a result of patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.